Manufacturer narrative:
G8- the initial MDR was filed with MFR site ID (B)(4). However, additional information indicated the correct manufacturing site is (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot# unknown, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown/unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump. It was reported that ¿myptm¿ application stalled at 90% for 3-5 minutes when administering a bolus. According to the rep, the doctor will clear the storage/cache of the application and this would resolve the issue 50 percent of the time. If it did not fix the issue, then the patient can move the communicator off the implant for 10 seconds and the ¿myptm¿ app will complete the process. No diagnostics or troubleshooting is performed. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. There was no physician (doctor) or other healthcare professional associated with this event.